Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Moisture damage was found on the motor assembly. The insulin pump had a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, a cracked display window, a cracked case near the display window corner, scratched reservoir tube window and a stained address and serial number label.

Event description:
It was reported that the customer's insulin pump was damaged. The customer stated that the reservoir compartment's o-ring was broken in two, and the insulin pump was leaking insulin. The customer's blood glucose levels are unk. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product has been returned. Nothing further was reported.